Event description:
It was reported that this was a venotomy closure of a common femoral vein using a proglide device after a cardiac ablation procedure using a 8.5f sheath. Reportedly, the foot was deployed and when the device was being pulled back against the vessel, the physician pulled the plunger inadvertently, the plunger came completely out of the device before the suture was deployed. The guide wire was reinserted and a new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the foot was deployed and when the device was being pulled back against the vessel, the physician pulled the plunger inadvertently. The plunger came completely out of the device before the suture was deployed. It should be noted that the perclose proglide instructions for use (IFU), states: deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. It was also reported that the sheath size was 8.5 in a large-bore vein and preclose technique was not performed. It should be noted that the proglide IFU, states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the user reported that the plunger was inadvertently pulled out of sequence thus were aware of the occurrence. Additionally, the absence of pre-close performed would not contribute to the plunger inadvertently pulled out prior to deployment. The reported deployment out of sequence appears to be related to user deployment technique as it was reported that the plunger was inadvertently pulled out prior to deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na